Event description:
Customer reports back to back testing on the same meter while using the compact system with results in the 200's mg/dl, 300's mg/dl, 400's mg/dl and 500's mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.